Manufacturer narrative:
We evaluated sheath and found a piece broken off the beak; it is possible the device was damaged previous to the procedure, or it came in contact with something hard resulting in breakage; we cannot confirm.

Event description:
Allegedly, during a hysteroscopy removal of leiomyomata the doctor noticed some arcing inside the patient. He removed working element to wipe off char from the beak of the inner sheath and the beak broke in his hands. It is possible the ceramic beak was broken before the doctor removed instrument and the broken piece could have fallen into the patient.